Event description:
The facility representative reported that during performance testing (flow rates & delievery volumes), the rates ran high for delivery. This was found during bio-med testing, with no patient involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the reported condition of rates running high for delivery was not duplicated or confirmed. An inspection of the device revealed the pump performed according to specifications.